Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The incident was reported by the patient's location of purchase. It is stated that the patient was diagnosed with a corneal ulcer, further information has not been provided to the location of purchase by the treating optometrist. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.